Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on the posterior side assessed as unidentified (tear) opening (shell thickness within specification) and other pattern along the same edge broken in posterior side assessed as smooth opening. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted.